Event description:
A customer reported that their pump declared an altitude alarm. Reportedly, the pump was not outside the labeled altitude operating range. The customer declined to provide their blood glucose level at the time of the event. Technical support instructed the customer to remove and reconnect the cartridge, allowing them to resume insulin after a short wait. The pump then resumed normal operation without recurrence of the alarm. Technical support provided additional tips to prevent future altitude alarms, which the customer acknowledged.